Event description:
It was reported that the patient was in a large amount of pain and was hospitalized due to an infection that developed during a non-device related procedure. The infection was not device related. The patient was placed on antibiotics and was doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 7106269 / 7106170, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318, batch/lot number: 29908542, model/catalog description: clik x anchor sterile kit unique identifier (UDI) #: (B)(4).